Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, capsular contracture, baker grade IV for an unknown side. The device remains implanted.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Upon further information, allergan has determined that the event of capsular contracture did not occur.